Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 164 mg/dl prior to the event. The customer stated that she was also treated by the paramedics for low blood glucose levels nine days prior to the hospitalization. The customer reported a blood glucose reading of 22 mg/dl for that event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.